Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at out post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection of the device noted coring out of three seal plugs. No other visible anomalies were noted. Attempts to establish telemetry were unsuccessful. As telemetry could not be established, laboratory analysis could not confirm the reported reset. The device case was opened and electrical measurements of internal circuitry noted a high current condition. The high current condition was isolated to an integrated circuit (ic). High powered visual inspection of the ic revealed damage to the surface of the ic and electrical runs. The location of the scratches were in a portion of the circuitry that controlled telemetry, consistent with the lab observation of no telemetry. Final analysis concluded this damage occurred during the manufacturing process, and the clinical observation of a reset state was most likely due to the observed ic damage. Corrective action has been implemented.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that, upon interrogation, this device indicated it had reset, and displayed error code 01. A copy of device memory was sent to engineering for evaluation. Engineering analysis of memory noted the device had 75 resets. Boston scientific technical services consultants advised the device should be explanted if an external cause of the resets were not found. The device was later explanted. No adverse patient effects were reported.